Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient presented with severe eye pain seven days post photo refractive keratectomy (prk) enhancement of the left eye. Reporter indicated the patient is experiencing slow healing. Patient complained of severe eye pain. Upon follow up, the reporter stated the patient is have recurring epithelial breaks, (unrelated to laser), and is being treated with a bandage lens and over the counter artificial tears. Patient is scheduled to return to clinic for continued monitoring. Additional information received indicated eye is feeling better but still has some blurry vision. Patient also has had an extended period of bandage contact lens on the left eye, and an antibiotic eye drop was prescribed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).